Event description:
Name of procedure being performed: inguinal hernia repair. Detailed description of event: complaint 1 of 3: #(B)(4) lot #1432559 (1 ea.). Complaint 2 of 3: #(B)(4) lot #1432559 (1 ea.). Complaint 3 of 3: #(B)(4) lot #1432559 (1 ea.). Three units of cb030 were complained to have issues cutting tissue during use. The blades of all three units were reported to be grabbing the tissue instead of cutting. The case was completed with the third and fourth units of cb030. Products are available for return. Patient status: there is no report of patient injury. Type of intervention: the case was completed with the third and fourth units of cb030.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: inguinal hernia repair. Detailed description of event: complaint 1 of 3: #(B)(4) - cb030 lot #1432559 (1 ea.) - MFR 2027111-2022-00336; complaint 2 of 3: # (B)(4) - cb030 lot #1432559 (1 ea.) - MFR 2027111-2022-00338; complaint 3 of 3: #(B)(4) - cb030 lot #1432559 (1 ea.) - MFR 2027111-2022-00345. Three units of cb030 were complained to have issues cutting tissue during use. The blades of all three units were reported to be grabbing the tissue instead of cutting. The case was completed with the third and fourth units of cb030. Products are available for return. Patient status: there is no report of patient injury. Type of intervention: the case was completed with the third and fourth units of cb030.